Event description:
It was reported that approximately six months post implant, the left ventricular (lv) lead was explanted due to an unspecified performance issue. No patient complications have been reported as a result of this event. It was further reported that the patient experienced diaphragmatic stimulation from the lv lead. The lv lead was replaced.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately six months post implant, the left ventricular (lv) lead was explanted due to an unspecified performance issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 507652 lead implanted: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.